Event description:
Boston scientific crm received info that a red alert for high shocking lead impedances was detected on the latitude monitoring system for this crt-d. The pt had undergone a pocket revision and the leads were taken out and placed back in the header. There were sporadic atrial packing lead impedances greater than 3000 ohms. Upon multiple disconnects and reconnects, normal impedance measurements were observed; however, the right atrial egram went flat and there were atrial paces seen on real-time. The right atrial lead checked out fine on the pacing system analyzer and the right ventricular and shocking leads were normal. The pt had chronic atrial fibrillation. Therefore, the physician elected to turn off the atrial lead and program the device to non-tracking mode. No adverse pt effects were reported. Despite this event stating the lead was turned off, it is being reported to us that this lead was returned.